Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: exact date not provided; however, was reported as (B)(6) 2019. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that during preparation of pcb00 injector, the injector did not make the stop click, even with the lens already positioned on the tip. The lens emerged from the injector aggressively and was implanted, but without causing any damage to the patient's eye. Hence, it was not a smooth implant. No further information provided.